Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a150207 captures the reportable event of delivery system difficult to remove.

Event description:
It was reported to boston scientific corporation that a wallflex biliary uncovered stent was to be implanted in the common bile duct to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, resistance occurred when deploying the stent. The stent was eventually deployed and the physician waited for 10 seconds before attempting to remove the delivery system; however, the delivery system kept dragging the stent out of the duct when attempted to be removed. Subsequently, the physician took another pause to allow the stent to open more before pulling the delivery system; however, the stent did not fully expand and moved out of its position when the delivery system was removed. The stent was then removed with forceps and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.